Event description:
As the perfusionist went on bypass, blood gases were run and an unusually low po2 of 179mmhg was noted in spite of patient being on 100% fio2. Normally at 100% fio2 the po2 is between 300 and 450mmhg. The blood gases were repeated and with each subsequent gas, the po2 steadily dropped. Flows were increased from 4.0 to 5.0 l/min to try to increase the oxygen reaching the patient. The surgeon and anesthesia were notified of the difficulty and additional anesthetics were given to ensure the patient was fully anesthetized. The po2 dropped to 58mmhg and 88% saturation at the lowest level that was possible to measure. The patient was subjected to those conditions for 10-15 minutes until they could be ventilated and bring the po2 up to normal levels. These o2 levels were high enough to maintain the patient on bypass.